Event description:
It was reported that patient underwent primary hip surgery about 20 years ago. Subsequently, revision procedure was performed on (B)(6) 2013 due to wear. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - about 20 years ago (exact date unknown). Manufacture date - unknown.